Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient presented to the clinic after having red urine for two days. A transthoracic echocardiogram was performed on (B)(6) 2016 and chest x-rays were taken on (B)(6) 2016 and (B)(6) 2016; results were not provided. The patient was noted to have elevated hemolysis lab results and the patient's red urine was attributed to hemolysis. The patient was treated with a sodium bicarbonate infusion, IV integrilin, and heparin. The event reportedly resolved by (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemolysis symptoms could not be conclusively determined. Hemoylsis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.